Event description:
It was reported that there was loss of capture, and a 'possible eri indicator when device not at eri'. The patient suffered a ventricular fibrillation arrest which was successfully treated. The device was explanted.